Manufacturer narrative:
As reported approximately 30 minutes into the procedure, an orange/reddish glow was noted in the battery house of the hydrosurg unit and it was quite warm. As reported there was no patient/user injury. The subject device is being returned for evaluation, however has not yet been received. At this time no conclusion can be made. Addendum: h11: this is an addendum to the initial MDR. This supplemental MDR was submitted to document the results of device evaluation. The subject product was returned for evaluation. Visual examination identified corrosion and charring of the internal components, which was due to fluid ingress into the motor housing. Saline passed beyond the lip seal of the motor mount, resulting in a short circuit. Cracks were identified on the motor mount which appears have allowed fluid to pass into the housing. Based on the investigation and sample evaluation, the reported thermal event is confirmed and the root cause was assessed to be manufacturing related. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) released for distribution in september, 2020. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
It was reported that on (B)(6) 2020, during a laparoscopic sleeve gastrectomy procedure a hydrosurg plus w/ smokevac trumpet valve device was used. Approximately 30-min into use, the surgeon stated that they did not feel like the irrigator was working to anything more than gravity so it was checked and found to be a little bit kinked in the part between the battery house and the spike to the irrigation. It was re-adjusted and the irrigator was turned off and on several times at which point it was noted to have an orange/reddish glow in the battery house and it was quite warm then the smell of burning occurred. The unit was removed from service. There was no reported patient / user injury.

Manufacturer narrative:
As reported approximately 30 minutes into the procedure, an orange/reddish glow was noted in the battery house of the hydrosurg unit and it was quite warm. As reported there was no patient/user injury. The subject device is being returned for evaluation, however has not yet been received. At this time no conclusion can be made. A supplemental emdr will be submitted, once the sample has been returned and the evaluation has been completed.

Event description:
It was reported that on (B)(6) 2020, during a laparoscopic sleeve gastrectomy procedure a hydrosurg plus w/ smokevac trumpet valve device was used. Approximately 30-min into use, the surgeon stated that they did not feel like the irrigator was working to anything more than gravity so it was checked and found to be a little bit kinked in the part between the battery house and the spike to the irrigation. It was re-adjusted and the irrigator was turned off and on several times at which point it was noted to have an orange/reddish glow in the battery house and it was quite warm then the smell of burning occurred. The unit was removed from service. There was no reported patient / user injury.